Event description:
Burn blisters after 1-2 hours [burns second degree]. Case description: this is a spontaneous report from a contactable pharmacist via (B)(6). (Amk: no reference number provided). A (B)(6) female patient of an unspecified ethnicity started to use thermacare heatwrap (thermacare neck, shoulder & wrist) from an unspecified date 1 time for 8 hours for muscle tension and thermacare heatwrap (thermacare lower back & hip) from an unspecified date for an unspecified indication. Lot numbers and expiration dates were not available. The patient's medical history included tumor disease from an unknown date and unknown if ongoing. The patient's concomitant medications were not reported. On an unspecified date, the patient experienced burn blisters after 1-2 hours of heatwrap use. No treatment was needed for the event burn blisters. Action taken in response to the event for thermacare heatwraps was permanently withdrawn on an unspecified date. Clinical outcome of the event was resolved without sequel on an unspecified date. No causality relationship provided. Additional information has been requested and will be provided as it becomes available. Follow up (15apr2016): new information received from a contactable pharmacist via (B)(6): (de-amk- 20209) included treatment (no treatment was needed) and product data (no lot number can be provided). The outcome for the event burn blister was updated from recovered/ resolved with sequel to recovered/resolved. Follow-up (15apr2016): this follow-up report is being submitted to amend previously reported information: two types of thermacare heatwraps were mentioned in the initial report, thermacare neck, shoulder & wrist and thermacare lower back & hip. Suspect products updated. Company clinical evaluation comment based on the information provided, the event "burn blisters" as described in this case is considered a serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure, and the event is assessed as associated with the use of the device. This case meets follow up 10-day EU and 30-day FDA reportability. Case comment: based on the information provided, the event "burn blisters" as described in this case is considered a serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure, and the event is assessed as associated with the use of the device. This case meets follow up 10-day EU and 30-day FDA reportability.

Event description:
Event verbatim [preferred term] burn blisters after 1-2 hours [burns second degree] , . Case narrative:this is a spontaneous report from a contactable pharmacist via federal union of german associations of pharmacists (amk: no reference number provided). A 55-year-old female patient not pregnant started to use thermacare heatwrap (thermacare lower back & hip) from an unspecified date for an unspecified indication. Lot number and expiration date were not available. The patient's medical history included tumor disease from an unknown date and unknown if ongoing. The patient's concomitant medications were not reported. On an unspecified date, the patient experienced burn blisters after 1-2 hours of heatwrap use. No treatment was received for the event burn blisters. Action taken in response to the event for thermacare heatwrap was permanently withdrawn on an unspecified date. Clinical outcome of the event was resolved without sequel on an unspecified date. No causality relationship provided. According to product quality complaint group: summary of investigation: this investigation was conducted for an unknown lot number lower back/hip (lbh) 8 hour product. Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Follow up (15apr2016): new information received from a contactable pharmacist via federal union of german associations of pharmacists: (de-amk- 20209) included treatment (no treatment was needed) and product data (no lot number can be provided). The outcome for the event burn blister was updated from recovered/ resolved with sequel to recovered/resolved. Follow-up (15apr2016): this follow-up report is being submitted to amend previously reported information: two types of thermacare heatwraps were mentioned in the initial report, thermacare neck, shoulder & wrist and thermacare lower back & hip. Suspect products updated. Follow-up (prd/srd 09jun2016): follow-up attempts completed. No further information expected. Follow-up (13feb2020): new information received product quality complaint group included: investigation results. Follow-up attempts completed. No further information expected.

Manufacturer narrative:
Summary of investigation: this investigation was conducted for an unknown lot number lower back/hip (lbh) 8 hour product. Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged.